Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4)- the dentist reported that, 18 days after the dental implant was installed in intraoral region #30, the implant was removed because the patient was feeling pain. Forty five ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type iii.